Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Pre-op diagnoses: eds, ankylosing spondylitis, scoliosis, kyphosis, and asthma, among other ailments. It was reported that the patient underwent t2 pedicle subtraction osteotomy and a c5 to t5 posterior spinal fusion and instrumentation using rhbmp-2/acs. Post-op, the patient continued experiencing pain and also experienced less flexibility than he had before the surgery. The patient continued following up and underwent a second surgery on (B)(6) 2008, consisting of an l2 pedicular subtraction osteotomy and a posterior instrumental spinal fusion from t11 to l4, again using rhbmp-2/acs. After the second surgery, the patient was left in intense and constant pain. The pain and suffering made the patient at times suicidal.